Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-06977. (B)(6). It was reported that chest pain and in-stent restenosis occurred. In (B)(6) 2013, the patient presented emergently with complaints of chest pain and shortness of breath (sob). On the following day, the patient had an abnormal nuclear stress test and was referred for cardiac catheterization. Four days after, index procedure and coronary angiography were performed. Target lesion # 1 was located in the mid right coronary artery (rca) with 95% in-stent restenosis (isr) and was 20mm long with a reference vessel diameter of 3.5mm. Target lesion # 1 was treated with pre-dilatation and placement of a 3.50mmx24mm promus element plus drug-eluting stent (des), with 0% residual stenosis. Target lesion # 2 was a long lesion located in the mid rca and extending to distal rca with 70% isr and was 12mm long with a reference vessel diameter of 3.0mm. Target lesion # 2 was treated with direct stent placement using a 3.00mm x 16mm promus element plus des, with 0% residual stenosis. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented to the emergency room with the complaints of chest discomfort and was hospitalized on the same day. Electrocardiogram (ECG) revealed sinus rhythm with first degree atrioventricular (av) block. Chest x-ray showed no acute cardiopulmonary process and cardiac enzymes cycled and remained unremarkable. Subsequently, the patient was referred for cardiac catheterization. Patient's coronary angiography revealed 50-60% isr in the proximal portion of the 3.50x24mm promus element plus stent. On the following day, the event was considered resolved and the patient was discharged on the same day.